Manufacturer narrative:
Date of event: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Item: 04.008.216s. Lot: h064699. Mfg qty: 6. Mfg date: 01 apr 2016. Mfg location: (B)(4). Exp date: 28 feb 2025. Product was inspected and passed. There were no ncs or reworks generated during the manufacture of this lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) 12 mm hindfoot arthrodesis cannulated nail, one (1) spiral blade, one (1) end cap, two (2) unknown 5 mm locking screws, and one (1) unknown 6 mm locking screw on (B)(6) 2017. On unknown date, patient developed avascular necrosis (avn) and non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to one (1) 4 mm cannulated screw and one (1) 6.5 mm cannulated screw. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for one (1) 12 mm hindfoot arthrodiesis cannulated nail. This is report 1 of 5 for (B)(4).